Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. This value has been increasing steadily, and the most recent transmission was 128ohms. Additionally, technical services (ts) noted that there is a general trend across the right atrial (ra) lead and left ventricular (lv) leads of this system showing an increase, but still within range, in impedance measurements, suggestive of an overall change in patient condition. Ts recommended to continue routine monitoring and if shock impedances continue to rise, further testing was discussed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this patient underwent an unrelated surgical procedure to insert a right sided chest dialysis catheter. During the procedure, the device exhibited oversensing of electromagnetic interference (emi) on the ra, rv and shock channels. Additionally, ts noted that rv threshold testing has been less table and consistent on a day-to-day basis, often not completed due to intrinsic beats and going into suspension. Ts also discussed that the shock impedances may be related to calcification/mineralization and could conceivably affect other leads as well. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. This value has been increasing steadily, and the most recent transmission was 128ohms. Additionally, technical services (ts) noted that there is a general trend across the right atrial (ra) lead and left ventricular (lv) leads of this system showing an increase, but still within range, in impedance measurements, suggestive of an overall change in patient condition. Ts recommended to continue routine monitoring and if shock impedances continue to rise, further testing was discussed. No adverse patient effects were reported. At this time, this device system remains in service.